Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance adjusting their pump settings. Reportedly, the customer has experienced low blood glucose levels (lower than 40 mg/dl). Customer stated that she is pregnant. Tandem technical support guided the customer through adjusting their pump settings. Customer drank orange juice to stabilize blood glucose levels.